Event description:
It was reported that the system 9400 displayed a "regulator fail" error. Upon reinitialization, the system displayed a "precharge error". The system was replaced and the procedure completed without incident using a system 9600. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the batteries were completely dead. When attempted to order replacements discovered that they had been discontinued and were obsolete. Suggested to customer that the system be taken out of service permanently.